Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1326104) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci distributor reported the following information: they put pressure on the balloon in the patient and before they pulled back the balloon was losing its pressure an contrast was coming out between the shuttle and the handle.